Manufacturer narrative:
The balloon and shaft of the product in question were broken off and returned together with the sheath. We confirmed that a hole was found in the tip of the tip approximately 3.5 mm from the tip of the product in question. We confirmed that the balloon portion approximately 25 mm from the tip of the product in question was ruptured. We confirmed that there was a longitudinal crack in the balloon portion approximately 22 to 32 mm from the tip of the relevant product. We confirmed that the shaft was ruptured at approximately 183 mm from the tip of the product in question. Probable cause(s) and our comment: the maximum expansion pressure of the product in question is 18 atm. It is presumed that the balloon ruptured when it came into contact with a hard lesion, and the ruptured portion of the balloon caught on the sheath when it was removed, causing the balloon to rupture and the catheter to break.

Event description:
Shiranui ex is an over the wire type semi-compliant pta balloon catheter compatible with 0.018 inch guidewire. Shiranui ex has no approval in USA. However, we intend to report this case as the event occurred on the similar device for " crosstella otw" (otw type pta balloon dilatation catheter,0.018" guidewire compatible) in us under 510(k)# k160004." At the shunt anastomosis in the left upper arm, the device was inserted and dilated 5 to 6 times at 18 to 22 atm. When the device was removed, it was ruptured and a part of the device was left in the patient's body. The ruptured instrument was surgically removed.